Event description:
The surgeon and our rep are reporting that a pt had a post-operative fixation device pull out. The original surgery was an arthroscopic shoulder repair, using versalok anchors for fixation. Sometime post-op the pt presented with pain. Shoulder x-rayed, and it was noted that the fixation device had completely pulled out of the bone hole. A re-surgery is scheduled for 2008 to remedy the pt's issue. The surgeon will at that point f/u with detail.

Manufacturer narrative:
At this point in time, we are in the info gathering mode. When all of the info that can be had is rec'd and digested, our findings will be reflected in the f/u report.